Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection called a cyst. The site was swollen and had discharge coming out. For treatment, the cyst was drained. The patient was prescribed the antibiotic bactrim. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after a couple hours.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for damages or abnormalities that could contribute to the reported events. No issues were observed in the inspection. The downloaded data does not show any timeouts or drive stalls during the pod's run. Although no issues were observed, the exact causes for the reported infection and pain during insertion could not be conclusively determined.